Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the manufacturing site and evaluated. It was reported that during returning inspection it was noticed that two hd arthroscope/sinuscope, ep, 1.9mm, 0 deg, 60mm (storz style) have cloudy field of view. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit; outer tube damaged/compressed, needle - bent/dented outer tube; distal tip damaged; optical system, optical components - glass rod on front lens loose; broken lenses in optical system, less than 50% of lenses defective. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by that during return inspection, it was observed that the hd arthroscope/ sinuscope, ep, 1.9mm, 0 deg, 60mm (storz style) device had cloudy field of view. There was no procedure nor patient involvement reported. No additional information was provided.